Event description:
On (B)(6) 2025 the user experienced hypoglycemia with a bg of 39 mg/dl after performing a cartridge change without disconnecting or rewinding the ilet, resulting in unintentional insulin delivery. The user lost consciousness and was transported by ems to the hospital, where glucose was administered and the user was treated for three days before discharge on (B)(6) 2025. The user resumed ilet use after recovery.